Event description:
Customer sent a repair request, requesting to correct the forceps raising angle of the device. There was no patient harm, no user injury reported due to the event. Device evaluation found the ultrasound probed had chipped off. This report is being submitted for a damaged ultrasound probe observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted repairs to carry out to change the forceps raising angle. The bending angle noted to be insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. The customer request for repair could be confirmed. Furthermore, damaged in the probe was observed. The pink probe had chipped off. Abnormality in the ultrasound image noted due to breakage of the probe (missing sound ray). Additionally, the following observation /findings were noted during inspection: the curved rubber adhesive part found cracked. Peeling of the paint observed on the air/water supply cylinder. Scratches are found on the insertion tube. The serpentine tube of the insertion tube found crushed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena, probe surface is chipped, was confirmed but the cause of the phenomena was not noted, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not twist or bend the bending section with your hands. Equipment damage may result.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.